Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0719 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that three devices had hairs in them and were not smooth. There was no patient involvement. This file addresses the third of the three devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire with subsequent difficulty inserting the microintroducer was confirmed, but the exact cause was not determined. Open microintroducer kits from lot rebw0719 were returned for investigation. The guidewire, microintroducer, and introducer needle appeared to be unused. The guidewire was received in the hoop and the blue tip straightener was still attached. The guidewire was microscopically examined. Dislocations were observed in adjacent coils at the proximal end of the guidewire, which was positioned within the hoop. A translucent reside was observed between the dislocations in the coil wires. No hairs were observed on the wire. The grind pattern on the coil wire was misaligned, which indicates that the dislocations occurred after the guidewire was manufactured. The distal tip of the guidewire, which was positioned within the blue tip straightener showed no dislocations in the coil wire. A tactual investigation revealed that the weld tip on the guidewire was intact. An attempt was made to pass the distal tip of the microintroducer over the proximal end of the guidewire, but resistance was noted due to the increased cross sectional area caused by the dislocations in the coil wire. The outside diameter of the guidewire, away from the dislocated coil wire, was within specification. The guidewire was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿the guidewire having hairs in the distal tip¿ is confirmed but the exact cause is unknown. According to the visual and microscopic evaluation the guidewire do not show hairs on the distal tip just the dislocation that were observed in adjacent coils at the proximal end of the guidewire but the outside diameter of the guidewire was within the specification, the cause of this condition is unknown. A lot history review (lhr) of rebw0719 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that three devices had hairs in them and were not smooth. There was no patient involvement. This file addresses the third of the three devices.